Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is turkish. The reported device is being returned by the distributor. Once the device is returned and evaluated, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant lost osseointegration. The implant was removed about 3 weeks after it was placed into tooth # 23. The implant site had type 2 bone quality. The implant site was infected. The patient has history of smoking and periodontal disease. Per provided information, oral hygiene might have contributed to the failure of the implant. There was no noted abnormality with the implant. The patient's symptom has been relieved after the removal of the implant. The patient was reported to be healing.

Manufacturer narrative:
Corrected data: UDI number was provided. The device was returned and evaluated. A visual and radiographic inspection was performed and found no deviations. The critical parameters were measured and no deviations, defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Per the reported information the patient has type ii bone quality, however the implant site was infected. The patient was noted to be a smoker, smoking is a known to inhibit local wound healing and may affect survival rate of implants. Smoking is known to have a strong influence on the complication rate of implants. In addition it was reported that the patient's oral hygiene may have contributed to the failure. The IFU provides a warning in the IFU, "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." No abnormality with the implant was confirmed, this event will be tracked and trended.